Event description:
It was reported that the atrial lead had diminished p waves. During the lead revision the wrench would not engage the set screw in order to re-connect the leads to the device. A new implantable cardiac defibrillator was implanted. The atrial lead was removed and not replaced as the device was replaced by a single chamber device. It was further determined that the poor p waves were because of an electrically silent atrium and not a product issue. The signals were poor at the initial implant and at the subsequent revision, therefore the lead was removed. No patient complications were noted as a result of this event.

Event description:
It was reported that the atrial lead had diminished p waves. During the lead revision the wrench would not engage the set screw in order to re-connect the leads to the device. A new implantable cardiac defibrillator was implanted. The atrial lead was removed and not replaced as the device was replaced by a single chamber device. No patient complications were noted as a result of this event.

Manufacturer narrative:
The incorrect suspect medical device (B)(4) was inadvertently reported for this complaint under manufacturing report number 2649622-2012-09663 and as a result the report is being redacted. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.